Manufacturer narrative:
Concomitant medical products: 310c33 tissue valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and high sensing integrity counter (sic) with possible oversensing and undersensing also observed on the stored electrograms. The rv lead remains in use. No patient complications have been reported as a result of this event.